Event description:
A (B)(6) male admitted for an elective neurosurgical procedure on (B)(6) 2016. At the start of the procedure, the neurosurgeon noted the bovie was not delivering the desired power. The procedure was stopped as the circulating rn traced the electrosurgical equipment from pen to generator and noted "green" light present indicating good grounding and can proceed. Then continued tracing to pt at bovie pad. The bovie pad was removed which revealed a small burn at the edge of the pad on the pt's right lateral thigh. The neurosurgeon decided to abort the case due to the burn. A general surgeon assessed the site and excised the burned tissue. This resulted in a 2cm x 6 cm incision wound that was closed with nylon sutures and dressing applied. Sutures to be removed by general surgeon in one week. Original neurosurgical procedure to be rescheduled in 2-3 weeks.